Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the pump assembly sidearm had a fluid leak prompting a sidearm bypass. A few days later, a simulation of a purge pressure alarm was attempted on the console by kinking the purge tubing. After releasing the kink the console alarmed air in purge system. After multiple attempts to de-air the alarm would not clear. Cassette change performed which resolved the alarm. Purge bypass is in place and advised to monitor closely as the time we were changing the cassette there was no purge pressure and blood could have backed up into motor.

Manufacturer narrative:
The investigation into the purge leak has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Per the provided clinical information, the root cause of the purge leak was a leak from the sidearm, but the exact location of the leak was unknown. Hence, the root cause is undetermined since the problem cannot be evaluated without the product.